Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited episodes of over sensed noise. No intervention was performed. The patient will be further monitored. Patient was in stable condition.

Event description:
New information received notes that the patient presented in clinic for follow up and noise over-sensing on the right ventricular (rv) lead reoccurred but was not reproduced. Additionally, the right atrial (ra) lead exhibited episodes of noise which resulted in automatic mode switch (ams). The noise was not reproduced. No intervention was performed. The patient will be further monitored. Patient was in stable condition.

Event description:
New information received indicates that the episodes of over-sensed noise reoccurred. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.